Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during initial drain. While trying to correct the alarm by ending therapy, the home patient (hp) resumed set up with the same supplies and was still connected. The technical service representative (tsr) had the home patient (hp) disconnect using aseptic technique and removed cassette. Hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Additional information: the condition of a use error - failed to follow therapy steps, was confirmed. Since it was reported that the home patient (hp) did not open the patient line clamp during prime and connected without the patient line being primed. The root cause of this condition was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The lot number is unknown; therefore a batch review cannot be performed. This issue is being investigated through CAPA.